Event description:
The customer reported being hospitalized for high blood glucose of 712 mg/dl. The customer stated that she is not sure that her bolus wizard is working correctly. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.